Event description:
Patient reported the display on the infusion device is defective. Patient stated the display is missing some pixel line and the legibility of the display is not affected. Preliminary evaluation on (B)(6) 2014 found the defective pixel can lead to misinterpretation of the insulin amount. For example it is possible to confuse a one with a four. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.